Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and failed the button test. A receiver touch screen manual test was performed and failed. The receiver was opened and an internal visual inspection was performed and passed. A defective lcd screen was verified by substitution. The allegation was confirmed. The probable cause was determined to be a defective lcd screen. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.